Event description:
It was reported that the patient with this left ventricular (lv) lead had an infection with sepsis. There were no additional adverse patient effects reported. The lv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.